Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, infusion site changes were performed to address the occlusion alarms. There was no reported impact to the customer's blood glucose level. As the event occurred in the past, tandem technical support was unable to perform troubleshooting to determine a possible cause of the occlusions.